Event description:
Reportedly, penultimate follow-up of the subject pacemaker was conducted in (B)(6) 2013 and the expected longevity was 73 months. Because patient was very immobile, a follow-up was scheduled 3-4 years later. However, he was admitted mid (B)(6) 2016 to the hospital before the planned follow-up. There was no communication and ECG showed severe bradycardia and occasional v-pacing with very long pauses. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, penultimate follow-up of the subject pacemaker was conducted in (B)(6) 2013 and the expected longevity was 73 months. Because patient was very immobile, a follow-up was scheduled 3-4 years later. However, he was admitted mid (B)(6) 2016 to the hospital before the planned follow-up. There was no communication and ECG showed severe bradycardia and occasional v-pacing with very long pauses. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, penultimate follow-up of the subject pacemaker was conducted in (B)(6) 2013 and the expected longevity was 73 months. Because patient was very immobile, a follow-up was scheduled 3-4 years later. However, he was admitted (B)(6) 2016 to the hospital before the planned follow-up. There was no communication and ECG showed severe bradycardia and occasional v-pacing with very long pauses. The device was explanted and will be returned for analysis.